Event description:
A customer reported negative advia centaur troponin ultra and ckmb patient results to the physician. The physician questioned the results because the troponin and ckmb values for this patient had been elevated on prior samples. The original samples were repeated and the troponin and ckmb were positive. There was no report of adverse consequences due to the discordant troponin ultra and ckmb results.

Manufacturer narrative:
A siemens field engineer discussed this issue with the customer and determined the cause for the discordant troponin and ckmb results was insufficient mixing of the reagent packs by the operator. The instrument is performing within specifications. No further evaluation of the device is required.